Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 243 mg/dl. The customer stated that he has changed battery and the insulin pump will not turn back on. The customer was advised to insert new aaa alkaline battery. Customer stated the display return. The customer was assisted in performing a self test and it passed. The customer was advised to monitor the device.